Event description:
Related to MFR #: 3005188751-2012-00205. It was reported during a redo ablation procedure for persistent af, a perforation of the coronary sinus (cs) occurred resulting in cardiac tamponade for which surgical intervention was required. The hansen sheath and ensite navx was used for the study. A reflexion spiral and supreme jsn quad catheters were placed in the heart for mapping purposes. A livewire decapolar med sweep mapping catheter was inserted into the coronary sinus. Two hours into the procedure, a hansen artesian sheath was placed in the cs and a non-steerable coolpath duo ablation catheter was inserted through the sheath into the cs to complete a mitral isthmus line ablation using an epicardial approach. During ablation with the coolpath duo catheter, the livewire catheter remained in the cs. During this time, the anesthetist noted the pt's blood pressure dropped significantly. The physicians provided emergency treatment to the pt, which included inserting a pericardial drain, followed by a CPR as the pt went into sudden cardiac arrest. The pt then underwent cardiac surgery to repair the tear in the coronary sinus. The pt was listed as being critical and still in the ICU.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A DHR could not be done as the lot number was not provided. Based on the info provided to st. Jude medical, the cause for the reported event remains unk. However,t he most likely root cause classification consistent the reported event is anticipated procedural complications as this event is a known physiological effect of the procedure and is note within the IFU.